Event description:
Caller reported the wake button on the pump was difficult to press, requiring multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump.